Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer confirmed that there was a serial digital interface (sdi) cable from the sdi out port on the video system center connected to the sdi input port on the monitor. Tac instructed the customer to press the input button on the front panel of the monitor and change the input from the digital visual interface (dvi) to sdi. The customer was then able to see the video system center image on the monitor. The issue was resolved. The device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on the high definition lcd monitor connected to the video system center. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was not returned for evaluation. Olympus will continue to monitor field performance for this device.